Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I just spoke to dr (B)(6) - he can remember it was a blue cartridge and it partially fired. The reverse switched was used to bring the blade back. Since surgeon was unclear on what caused the problem he requested a new stapler. Did the device deliver any staples? Yes partial. If yes, were the staples formed properly? No. If yes, was the staple line complete? No he had to complete with another device. Did the device cut? If yes, was the cut line complete? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic colon procedure, the surgeon had a staple jam and would not continue with the device. Case completed with another device of the same product code. There were no patient consequences reported.